Manufacturer narrative:
H11: the device was received for evaluation. The event history log review identified a uso sensor failure low (error code 21515). The error code was not reproduced during functional testing. Additionally, a functional flow rate accuracy test was performed and an underinfusion was identified at a higher rate volume. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported uso sensor failure was verified as error code 21515 (uso sensor failure low). The cause of the error code 21515 could not be determined. Error code 21515 occurs when the sensing system is impaired and the error is designed to give the user a warning that the pump might not be able to detect an upstream occlusion; this is a non-halting error and will not stop an infusion. The occurrence of this error code does not mean that an undetected occlusion is present at the time of the alarm. When this alarm condition occurs, the nurse may decide to stop an infusion and obtain a new pump. The error code is unlikely to result in a death or serious injury. However, an underinfusion was verified. The cause of the underinfusion was due to an uncalibrated temperature sensor. The temperature sensor was recalibrated to address the flow rate accuracy issue with no further issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a upstream occlusion (uso) sensor failure (error code 21513) error in the log. This was observed during patient infusion of fentanyl at 5ml/hr for a volume to be infused (vtbi) of 80ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.